Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving bupivacaine, baclofen, morphine and unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that pump had been empty for three years and it was alarming and she would like to make arrangements to have the device removed. Patient said the insurance wasn't covering all of the refills and patient had an outstanding balance at healthcare professional (hcp) office so patient wasn't getting refills anymore. Patient had tried to find a different hcp for refills however was unable to find so patient now wanted to have system removed. Patient said even trying to find a hcp to remove the system had been challenging. There was one possibility at this point, with hcp however it had been a couple of weeks since she had heard from them. Patient missed scheduled refill. No patient symptoms were reported. No further complications were reported.